Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 109 mg/dl and "fell unconscious, hit their head and had a cut that almost required stitching". Low bg cause was not known. Customer went to the emergency room and was treated with intravenous fluids of saline. Customer was discharged the same day with the issue resolved and no permanent damage, and continued to use the pump for insulin therapy. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.